Event description:
It was reported from the patient that there had been a medication leak. The source of the leak was confirmed to be originating from the cassette. It was leaking on two different legacy pumps (the pump information has not been communicated at this time). The patient was advised to swap out the cassette and tubing. However, the patient did not call back in with the issue. Photographs were not provided. The infusion was continuous, but the set flow rate and volume delivered remain unknown. The patient did not specify the date on when the event occurred, and no further information was available. The reported product fault occurred while in use with the patient. There was no product issue that caused or contributed to patient or clinical injury. Although the actual cassette was not available for investigation, they did replace the cassette. The patient had additional cassettes, and they were able to switch it, allowing the patient to successfully continue their infusion. The infusion was life-sustaining. The outcome of the event was resolved as reported by the patient/caregiver. The date of the report was 14-feb-2024. Item and lot number was not provided. Update: gcm received an email on 14-mar-2024 from (B)(6) informing that the customer number was 4342841. The affected lot number, item number and date of event was still unknown. The patient, a female born on (B)(6) 1954 with the initials rs. The patient had not received medical treatment (anything that is not over the counter). (B)(6) 2024.

Manufacturer narrative:
H4: manufacture date are unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, a complaint investigation, product evaluation and problem confirmation cannot be performed. Based on review of information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.